Event description:
During the surgical procedure the customer experienced intermittent 212 system error codes. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The intermittent 212 system error that occurred during the procedure is a recoverable error. An investigation was conducted by a field service engineer (fse) and the fse was unable to replicate the customer reported complaint. The fse replaced the patient side manipulator (psm) and msd pca as a precaution. The psm and msd pca were returned to isi for further failure analysis investigation. Visual inspection and function testing were performed on both units. The engineering department was also unable to replicate the issue experienced by the customer. The intermittent 212 system error may have been caused by oxidation on the system cable connectors. It is possible that the manipulation of system cables performed by the fse while exchanging components, may have removed any problematic oxidation buildup from the connectors. As of june 5, 2006, there have been no reported recurrence of the reported issue as this hospital.